Event description:
Patient with bilateral hip arthroplasties says the right hip "will never right" and she has had ongoing pain in the anterior and lateral aspect of her hip. She says that she has constant pain with sitting in that she can hardly lift her leg due to pain. She knows this is somewhat similar to her pain before surgery. It is limiting in that she cannot go out of the house to perform errands. She has pain with walking in a great distance. She has been seen by multiple physicians for this persistent pain in her right hip. She had a selective nerve block several months ago, which she says did not help. She has had several injections in her spine and also in the region of her hip and she said that none of them really helped.after reviewing her clinical exam as well as x-rays, it does appear that she has a modular neck in place and her right total hip arthroplasty. This implant has recently undergone a recall by the manufacturer. We are concerned about the possibility of a metallosis type reaction and so we would like to send metal ion level tests today.